Event description:
The device was returned due to downstream pressure sensor failure. The device failed tests; log files indicate that the dsps is damaged. Unable to perform mock infusion on this device due to the dsps failure. Internal investigation did not find any internal damage.

Event description:
The following has been reported: biomed reported: could you please take a look at these logs. Waiting to hear back reported problem, if any patient harm reported and if issue stopped active infusion. Biomed responded: the three pumps that I sent in all had a tag that stated service needed. There was no patient harm reported on any of the three sent in today. There was no report of the infusion being stopped during treatment on any of the pumps sent in today. A preliminary review identified the following issue: sensor hardware failure (dsps sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.